Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged right after implantation while drapes and tape were being removed. Insulation damage was also reported. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.